Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the patient¿s cardiac anatomy (tight stj diameter of 22.4 x 22.9) contributed to the ventricular movement of the valve during valve deployment and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transcarotid tavr procedure, there was moderate paravalvular leak [pvl] after valve deployment in a 50:50 position. A second 23mm sapien3 valve was successfully implanted one strut length higher in the aortic position reducing the paravalvular leak to trace. The tavr team stated the delivery system balloon moved down during initial slow deployment due to a tight sinotubular junction diameter (22.4 x 22.9mm). The second valve was delivered with 1cc less of contrast in the balloon in an effort to reduce the area of the delivery system balloon with the stj. The team slowly deployed the second valve, successfully placing the valve. The native annulus measured 424mm2. The native valve, leaflet, and aortic root calcification was moderate.